Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information on (B)(6) 2015 that this device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity on (B)(6) 2015. Data analysis showed the battery appeared to be depleting more quickly than expected; however, there was sufficient battery voltage to ensure therapy availability for 28 days from (B)(6) 2015. Device replacement was recommended. Boston scientific has issued an advisory communication regarding an older subset of cognis/teligen devices that is more susceptible to a product performance anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. This particular device was included in the advisory population. Boston scientific received additional information that the patient died on (B)(6) 2015 and that this device was buried with the patient. The local representative contacted boston scientific's technical services on (B)(6) 2015 to report that there were no allegations that the device caused or contributed to the patient's death. The patient's medical history was significant for multiple co-morbidities. Prior to the patient's death, the family was unsure if the device should be replaced.